Event description:
Device use in laparoscopic colon resection broke off while in use. The surgeon's decision was to intentionally leave the object as the risk of removal exceeded the risk of retention. Was approximately half inch piece of metal tip of cordless ultrasonic dissector.